Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of two devices single use instruments. Visual and functional evaluation of the instruments found no abnormalities. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, the stapler was unable to fire, and the surgeon was unable to press the green button nor squeeze the handle. No reported patient involvement.